Event description:
While pt was having an angiography procedure, one of two mounting brackets for the film changer was noted to be broken. The film changer was tilted. The pt was removed from the table. The second bracket then broke causing the film changer to fall.